Event description:
It was reported that a spectrum pump over infused for flow accuracy testing during preventive maintenance in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, over infusion during accuracy test was reproduced. A review of the history log revealed 3 infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusions ran to completion without interruption. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel was out of adjustment. The pressure plate travel requires to adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.